Manufacturer narrative:
The manufacturer previously reported a ventilator failed at test step during preventive maintenance done by the customer. There was no harm or injury reported. The device failed an active exhalation test step during testing. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The device was re-tested and failed the test step again. The customer took responsibility to correct/repair the device. They were advised to inspect or replace the outlet side panel and if the problem persists to replace. No confirmation was received from the customer as to what additional components were needed to be replaced. The device's solenoid valve was returned to the manufacturer's product investigation laboratory for additional testing, and they were unable to confirm a malfunction. The failure is being investigated. No further evaluation is required at this time.

Event description:
The manufacturer received information alleging a ventilator failed at test step during preventive maintenance done by the customer. There was no harm or injury reported. The device failed an active exhalation test step during testing. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The device was re-tested and failed the test step again. The customer is requesting the device be returned for bench repair. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.